Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions, no char was observed. Then, during the second visual inspection reddish material and a hole were observed in the pebax. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified external damage, a hole, on the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. It was reported by the customer that charring was noticed on the tip of the ablation catheter during the procedure. It is unknown how the issue was resolved, however, the procedure was completed successfully. No patient consequences were reported and the patient is doing fine. The customer¿s reported issue of char on the tip of the thermocool® smart touch® sf bi-directional navigation catheter is not MDR reportable. Char is a physical phenomenon of rf energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. On 3/26/2019, during product evaluation, the biosense webster¿s product analysis lab identified ¿reddish material inside the pebax caused by a hole on the pebax.¿ this finding has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on 03/26/2019 and has reassessed this complaint as reportable.